Event description:
It was reported that 4 glucometers have been removed from service due to a broken communication pin on the bottom of the devices. Reportedly, once the pins break, the data on the meter cannot be transferred to the patient's electronic medical record. Reportedly, there has been no harm to patients. Age of device 1: 3 months; age of device 2: 7 months; age of device 3: 20 months; age of device 4: 2 months.